Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There is no indication the alleged product issue caused or contributed to an adverse event. The device was returned to the manufacturer and investigation of the complaint was completed 11-apr-2018. Investigation revealed cs078-0008 alarms recorded in the pump¿s black box. The pump powered on normally and was exercised for 24 hours without duplicate of the alleged cs078-0008 alarm. Investigation did not duplicate the complaint. Unrelated to the original complaint, internal moisture contamination was found on the printed circuit board and other internal components.